Event description:
Information received indicates the siderail end tube is broken preventing the siderail from latching.

Manufacturer narrative:
The technician replaced the siderail end tube to repair the stretcher.